Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 barrel was cracked. The following information was provided by the initial reporter: issue 1:crack in barrel, seeped through into barrel when vaccinating. Needle/syringe has seeped through vaccine into the barrel whilst used to a patient during vaccination - ir1 filled in. Needle/syringe noted to have a crack on the barrel flange. 1 needle/syringe noted to have a half barrel flange.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 barrel was cracked. The following information was provided by the initial reporter: issue 1:crack in barrel, seeped through into barrel when vaccinating. 1 needle/syringe has seeped through vaccine into the barrel whilst used to a patient during vaccination ir1 filled in. 1 needle/syringe noted to have a crack on the barrel flange. 1 needle/syringe noted to have a half barrel flange.

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2008402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of leakage, plunger damage, or barrel damage were observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.